Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate hv therapy. High capture threshold, low sensing, and decrease pacing lead impedance were observed. Lead dislodgement was observed via x-ray. The device was programmed off and system remains implanted. The patient is doing well.